Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted in the inner coil. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was able to be fully inserted and removed from the inner coil with no restriction.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. After the right ventricular lead was fixed to the target position, the guidewire could not be taken out from the lead. The lead was removed and replaced. The patient was stable.